Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found a stuck pin on the system's universal surgical manipulator (usm), not allowing the instrument(s) to be recognized. The fse replaced usm to correct the reported problem. The system tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported problem, recognition and engagement issues. The unit was tested on an in-house system and passed normal mode. During the visual inspection, fa found the presence pins were sticking. The unit went through more testing on a patient side cart fixture test platform (pftp) and passed the direction test, lissajous, chipencoder virtual absolute (cva) characterization, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switch test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system's universal surgical manipulator (usm) 3 was not detecting the drape nor the instrument. The customer had reseated the drape, replaced the drape, and power-cycled the system; but, the issue persisted. The customer was not able to engage an instrument onto the usm 3; thus, they moved it out of the away and continued the procedure without the usm. The system logs showed an instrument sensor missing on the usm 3. The remote monitoring showed that the usm 3 indicated that no sterile adapter was detect. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.